Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the surgeon would place a clip on the tissue and the next clip would fall off due to the ends were open. The clip would not close properly on the tissue. They used a second device to complete the case with no patient consequence.